Event description:
It was reported that during a revision procedure, the physician experienced difficulties inserting this right ventricular (rv) lead due to patient anatomy. It was noted that prior to the procedure, a venogram was taken that showed clear images, however, the physician had issues inserting this rv lead. During the revision procedure, the patient went into cardiac arrest after their blood pressure and heart rate dropped due to blood loss. The patient coded and had to be resuscitated. A pericardial effusion drain was performed, and the patient was intubated and stabilized. The lead revision procedure was abandoned. This rv lead was removed, and the physician reimplanted the old rv lead, closed the pocket until the patient recovers. No additional adverse patient effects were reported.